Event description:
A medtronic rep on site, reported that the percutaneous pin 150 mm, broke in the iliac crest of pt's right hip during a synergy spine case. The pin broke below the surface of the bone and the surgeon was not be able to remove it. The surgeon used a second pin to complete the case while using the stealthstation.

Manufacturer narrative:
Device manufacture date was not available at the time of this report. A RMA was issued for the return of the device. The eval is in progress.